Manufacturer narrative:
(B)(4). It was reported that a (B)(6) year old male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/08/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the transseptal phase, the patient became hypotensive and their blood pressure dropped into the 40's. A tamponade was confirmed via echocardiography and fluoroscopy. Pericardiocentesis was performed and yielded 1000cc. Transesophageal echocardiogram (tee) and a consultation with the physician was also provided. The patient was reported to be in stable condition at the time the complaint was reported. Patient required an overnight stay in the hospital with a pericardial sheath in to continue draining blood overnight as a result of this adverse event. The patient has since fully recovered. Patient anatomy may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that it was procedure-related. A transseptal puncture was performed with a baylis nrg large curl c1 needle. Sheath used was a st. Jude medical agilis nxt small curl. Smartablate generator was not involved as the adverse event occurred prior to ablation. No ablation was performed. Irrigated catheter flow set at 2ml/min. Thermocool smarttouch uni-directional catheter was resting in the inferior vena cava during the transseptal phase, when the event occurred. Blood gas test showed that the blood drawn from the pericardium was arterial. No error messages were observed on biosense webster equipment during the procedure. Patient received anticoagulation during the procedure which was maintained between 250-300 seconds.